Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem that the ventilator had a constant disc/sense alarm. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the leak test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.

Event description:
It was initially reported that the ventilator had a constant disc/sense alarm. A follow-up report from the customer stated that the ventilator was beeping so it was exchanged for another. No patient harm reported.

Manufacturer narrative:
The field service center has not completed the evaluation of the ventilator. A follow-up MDR will be submitted when the failure investigation has been completed.